Event description:
Polyneuropathy [polyneuropathy]. Neuropathy in legs and arms, started in feet and went to knees [neuropathy peripheral]. Can not walk, in a wheelchair [abasia]. Zinc and copper poisoning [metal poisoning]. Can not sleep at night because it is like whole body is on fire, burning sensation feet to knees [burning sensation]. Could not feel feet and moved to knees, arms and fingers [sensory loss]. Put feet on floor one day and went down [musculoskeletal disorder]. Case description: a consumer reported that they, an adult female age unspecified, used fixodent denture adhesive, original cream 1 applic, 1/day from 1994 through 2008 and reported the following: neuropathy in legs and arms, started in feet and went to knees, have not been able to walk for the past 3 years beginning 2008, zinc and copper poisoning, cannot sleep at night because it is like whole body is on fire. Her doctors say there is no cure. Treatment: gabapentin 300 mg 3/day and 600 mg at night. The case outcome was not recovered/not resolved. Past medical history included: drug allergy - penicillin, iodine, and mercury. Concomitant medications included: analgesic and gabapentin. No further information was provided. (B)(6), 2011 update: details revealed in a review of the initial contact on (B)(6) 2011: the consumer reported that she has no feeling in her feet: she put her feet on the floor one morning and went down; the symptom moved from her feet to her knees, arms, and fingers; she can't walk and is now in a wheelchair, stuck in her room from the wheelchair to the bed. She reported that the pain that she gets is a burning sensation from her knees up. She visited her physician who said she has polyneuropathy. Treatment: physical therapy, home care, is trying to learn how to walk again without feeling her feet, lortabs, house has been remodeled for handicapped. No further information was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter therefore unable to proceed with batch retain testing or product investigation.